Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with o2 not available error. The customer reported there was no patient involvement.

Manufacturer narrative:
Per biomedical engineer , there's no problem with the unit. The o2 tanks were empty that's why the unit was alarming no o2 available alarm. The unit was turned off and new tanks were installed and the unit was return into service with no problem.